Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that surgery occurred to explant an inactive lead. During surgery, most of the lead was explanted while a fragment of the lead was left implanted. The fragment of the lead which was left implanted is documented in manufacturer report number 1627487-2020-32856.